Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient reported minimal pain relief since permanent implantation. It was confirmed that the patient did not have adequate dermatomal coverage in the area affected by the pain. Reprogramming was attempted; however, adequate pain relief and coverage could not be achieved. The patient has been diagnosed with multiple sclerosis (ms), and due to the progressive nature of the condition, therapy with the evoke scs system was no longer effective; therefore, the evoke scs system has been turned off for the last year while the patient was undergoing treatment for their ms. The evoke scs system was confirmed to be functioning as intended prior to the explant.